Event description:
The customer observed false positive sars-cov-2 igg ii quant results generated on the architect i2000sr processing module for three patients. The following data was provided: (B)(6). The patients were not vaccinated or had a confirmed infection. The roche antibody test was negative, and the neutralization test was also negative. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Describe event or problem was updated to include two additional samples that generated discrepant results. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. Device evaluation in process but not yet completed.

Event description:
The customer provided additional samples with discrepant results on (B)(6) 2021: (B)(6) 2021 sid (B)(6) initial result = 1702 au/ml, repeat on (B)(6) 2021 = 1.7 au/ml (B)(6) 2021 sid (B)(4) initial result = 777.6, repeat on another instrument (B)(4) = 0.60 au/ml.

Manufacturer narrative:
This follow up is being submitted to include information previously submitted using the in their respective fields after further evaluation, the suspect medical device was changed from sars-cov-2 igg ii quant reagent kit, list number 06s60-32, manufacturing site abbott (B)(4) of this report to the architect i2000sr analyzer, list number 03m74-02, manufacturing site abbott laboratories (B)(4). MDR number 3016438761-2021-00205-00 has been submitted and all further information will be documented under that MDR number. The device evaluation has started but is not yet completed. All further information will be documented under MDR number 3016438761-2021-00205.